Event description:
It was reported that during a laparoscopic sarkocolpopexy procedure, the tacker device was used to fixate the mesh, but the tackers kept falling out of the sacrum, some components fell into the cavity of the patient. These components were retrieved with a grasper. To resolve the issue and complete the procedure, sutures were used instead of tackers. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the timing was disrupted. Tacks were visible in the shaft. Functional testing found that the instrument was applied to the appropriate test media. The remaining sixteen tacks deployed but did not seat properly. It was reported that during a laparoscopic sarkocolpopexy, the tacker device was used to fixate the mesh, but the tacks kept falling out of the sacrum and some components fell into the cavity of the patient. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument has been exposed to excessive force while applying helixes to a surface the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the instrument on tissue(s) which cannot be inspected visually for hemostasis. A minimum of 4-millimeter (mm) tissue thickness is required when applying the helical fastener over underlying bone, vessels, or viscera. This device should not be used in tissues that have a direct anatomic relationship to major vascular structures. This would include the deployment of helical fasteners in the diaphragm in the vicinity of the pericardium, aorta or inferior vena cava during diaphragmatic hernia repair. Do not use in ischemic or necrotic tissue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.